Event description:
It was reported to boston scientific corporation that a solyx single incision sling system was implanted into the patient for stress urinary incontinence. (The exact date is unknown however reported to be on or about (B)(6) 2010) according to the complainant, shortly after the implant of the solyx device, the patient began to experience abdominal pressure and dramatically increased cystocele. Her physician found that the previous sling implant needed to be revised because it had pulled out of position. Patient still suffers from urinary leakage, amongst other complaints. All other information, including the patient's current condition, is unknown and reportedly unavailable.